Event description:
It was reported that during inspection of the stretcher, the jack (hydraulic pump) of the foot-section was not working correctly and was replaced. There were 2 missing screws on the base of the foot section jack. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
The user facility reported that jack did not function properly and that they replaced the jack and missing screws. Evaluation coding has been provided based upon the information provided by the user facility. Should additional information be obtained, a follow-up medwatch report will be submitted.